Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 29 jul 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 600 ml. Flow rate: 10 ml/hr. Procedure: shoulder surgery. Cathplace: brachial plexus. Infusion start time: unknown. Infusion stop time: unknown. It was reported that "pump filled to 600 [ml] and infused over 53 hours instead of 60 [hours]. Patient had the flow rate set to 10 [ml/hr] and did not adjust it at all. The pump was not used with our catheter." No signs or symptoms of local anesthesia toxicity were reported. No air bubbles were in the line. Patient did receive a nerve block of the brachial plexus. The pump was not kept under a warming or cooling device; the patient was ambulatory and carried the pump in bag. Temperature was 95 degrees fahrenheit outside and 70 degrees fahrenheit inside. Additional information received from the patient on (B)(6) 2019 indicated that [the patient] is still having numbness on the side of his leg. Advised to follow up with anesthesia.

Manufacturer narrative:
The device history record for lot 0203102000 was reviewed and the product was produced according to product specifications. All information reasonably known as of 23 sep 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).